Event description:
It was reported that during a lap cholecystectomy, the tech loaded the stapler with a vascular load. The surgeon fired the device across the thick cystic junction. The device cut however it did not staple. The device was able to be removed from the patient however the cartridge was stuck in the patient and had to be removed with a grasper. Malformed staples were in the patient that were removed using irrigation and suction. It is unknown how the procedure was completed. There was no adverse consequence to the patient reported. (B)(6).

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.